Event description:
What should I do with your thank you? Who is going to be responsible for my suffering, pain, expenses due to severe s/e from synvisc shot? I continue to have (l) dull pain and not be able to work () now. Sincerely (B)(6), p.s. I'm looking forward to receive () help from you.